Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3x60x150 fox sv referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a lesion in the peroneal and a lesion in the posterior tibial (pt). The 2 x 80 x 150 mm fox balloon catheter was advanced to the perineal lesion and inflated; however, the balloon ruptured at 5 atmospheres (atm). The 3 x 60 x 150 mm fox balloon catheter was advanced to the pt lesion and inflated, but ruptured at 3 atm. No resistance was noted. New fox balloon catheters were used successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.